Manufacturer narrative:
(B)(4). The biomedical technician replaced the bumper with a new one and returned the unit to service. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powered series operating manual includes a verification of the covers during yearly maintenance.

Event description:
The customer reported that the central axis bumper of the surgical light system fell on the patient during surgery. Antibiotics were administered to the patient as a preventive measure, but no injuries were reported. Factory reference # : (B)(4).